Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, more than three openings assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.